Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. There was no reported adverse impact to the customer. Multiple follow ups were made to obtain additional information, however, a response was not received.